Event description:
Patient reported on the (B)(6) 2026 her blood glucose level dropped below "twenties" causing her to blackout and hit some trees. Emergency medical services (ems) gave the patient oral sugar and was taken to the hospital with a blood glucose of 42 mg/dl, where she stayed for four hours, received intravenous sugar and was then released. The patient states the pod was removed in the hospital (placed on (B)(6) 2026). The patient states the pod was in manual and giving her insulin "nonstop" and her omnipod and continuous glucose sensor (dexcom g7) were having issues where she was missing sensor values. Therefore, the omnipod system was not receiving blood glucose values. The patient also states the pod switches from automated to manual or automated limited and it does not stay in automated mode.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Cloud locked down smartphone: phone_control_ios. Cloud omnipod software app version: 2.1.0. Cloud operating system: 26.2. Cloud hardware: iphone17.2. Cloud cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.